Event description:
It was reported by provider states that the back of the users tdxsp-cg power chair caught on fire where the module connects to the stack. Provider states that the user had to put the fire out with a fire extinguisher. Provider states that the wires from the module were melted and live wire was exposed.